Event description:
It was reported there were three confirmed motor stall and motor stall recoveries recorded in the event logs. First stall on (B)(6) 2011 and recovery 1 hour and 15 minutes later; second stall on (B)(6) 2012 and recovery 1 hour and 5 minutes later; third stall on (B)(6) 2012 and recovery on (B)(6) 2012. They all corresponded with MRI's the patient had received. The patient reported having several MRI's and CT scans in the past. Regarding the third stall/recovery it was indicated that it was likely the pump was never read after the MRI and then showed a recovery on (B)(6) 2012 at the time of refill/programming. The doctor was concerned because he saw the top of the readout after interrogating the pump. It said "motor stall occurred". The day after when the pump was read there were no pending alarms. The logs indicated the last stall had recovered. It was noted "as far as I know, the patient is doing fine". The pump was delivering morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# unknown, implanted: 2011 (B)(6), product type catheter. (B)(4).